Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the power cord clamp, handle o-ring kit, and rubber feet were noted to be missing. The exhalation port block active with pap, front case, and top plate were damaged. The handle assembly, front case kit, rear enclosure assembly, and base enclosure kit were observed to be cracked. The thtpol label required replacement due to an unacceptable revision. The enclosure seal kit required replacement due to a change in the rear enclosure. During functional testing, the device failed the active exhalation proportional valve test. The active exhalation control module and system board interface required replacement to correct the issue. Following repair and replacement activities, the device successfully passed all required functional and performance testing.

Manufacturer narrative:
The reported failure of the active exhalation proportional valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR not reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.